Event description:
It was reported to philips that the functional test failed. There was no report of patient involvement.

Manufacturer narrative:
The customer sent email requesting the case be closed. No further information. The customer sent email requesting the case be closed. No further information. The case will be reopened if customer calls back.